Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter for the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. The emitter was returned to the manufacturer for evaluation. Testing found a communication error would appear when connected to a known operational electromagnetic interface box as the em interface displayed a fault on coil 3 within the unit. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported the axiem emitter was "faulting" in the software; stated "low drive current" when verifying instruments. The emitters were swapped and the replacement worked normally with the navigation system. The manufacturer representative could replicate the fault message when connecting to other navigation systems and axiem boxes. Some damage to the emitter was also noticed. The issue resulted in no procedure delay. There was no impact on patient outcome. The procedure was completed without aborting imaging or navigation. No complications were reported/anticipated.